Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the patient¿s right foot was noted to have petechia and splotchy. Pulse could be found via doppler but not nearly as strong as the pre-device. Decision was made to leave alone and monitor possible rash on right foot. All catheters were removed and a 5 french sheath was sewn in to be pulled in day patient area. Palpable pulse felt post runoff but diminished in comparison to left foot. Impella slowly weaned down over 15 minutes and patient tolerated weaning. Impella was then turned off and removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.